Manufacturer narrative:
(B) (4). The third party, (B) (4), was working on the system. They opened the call to determine if they needed us to come in. The (B) (4) rep never approved the service so this case is closed.

Event description:
The customer reported that the workstation continuously reboots.